Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that there was a malfunction and the stimulation site changed due to MRI imaging. The manufacturing representative stated lead migration may have been possible. The cause of the event was MRI imaging. No x-rays were taken. Troubleshooting included modifying and adjusting the implantable neurostimulator (ins) settings. No interventions were taken or planned. It was unknown if the issue was resolved. The hcp regarded the event as not serious.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.